Event description:
It was reported an er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip malformed. A new clip was used to complete the case. There was no consequence to the pt.